Manufacturer narrative:
(B)(4). Batch #: n92d6t. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: ¿ did the prolonged procedure clinically impact the patient? If so, how did it clinically impact the patient? ¿ did the patient require any additional treatment as a result? ¿ did the extended surgery time due to the issue with the device changed the plan of care for the patient? ¿ what is the current condition of the patient? ¿ was there any other action taken for the prolonged time of the surgery? ¿ did the procedure have to be converted to open? ¿ what was the disposable used with the hp054 handpiece? ¿ was this the first use of the disposable product? ¿ was the procedure started with this handpiece and disposable? ¿ was the user able to complete the pre-run test? ¿ what is a huck? ¿ was the patient¿s post-operative care altered in any way due to the procedure time extension? Investigation summary this is an evaluation of the picture provided by the account and not of the actual instrument. Image 1: the image is that of a gen 11 displaying replace instrument alert screen. Because the instrument was not return our evaluation is limited. Therefore, no conclusion could be reached as to the root cause of the reported issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nissen fundoplication for a pediatric patient with cerebral palsy the energy device was not able to be used. The surgeon proceeded to use the huck instead; which caused a delay. The patient was under anesthesia for 5 hours; the surgeon had a maximum of 3 hours scheduled for the procedure. The procedure was completed successfully. The handpiece has 54 enabled uses.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2020. Additional information was requested and the following was obtained: what was the disposable used with the hp054 handpiece? : har36. Was this the first use of the disposable product? Yes, the product was new, the tried with another one and the result was the same; when I went to check the generator I tried with another har36 and it did not work. Was the procedure started with this handpiece and disposable? They tried to use, but it did not work since the first try. Was the user able to complete the pre-run test? During the test they could see the message on the generator ¿replace the transducer handle¿. What is a huck? Hook is a basic energy dispositive. Was the patient¿s post-operative care altered in any way due to the procedure time extension? (B)(6) talked to me and confirm the procedure was difficult because she could not use the correct dispositive (har36); but fortunately the patient is ok during the post-operatory and now. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.